Event description:
Ous MDR - after an implantation time of about 10 months, oversensing of the rv lead was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was cut up in the returned state. Both fragments were available for analysis. The analysis showed signs of wear at the lead. As already mentioned in the complaint, the insulation had been damaged by fraying 17 cm distal of the is-1 connector pin. This damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of this external fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. There were no indications of material defects or manufacturing errors.